Event description:
It was reported that a patient's wound never fully healed after implant. The wound was cultured but no infection was found. The entire system was removed, but the product was not returned. Patient will be tested with an allergy kit before considering re-implant. The patient was 'doing fine' after the explant.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).